Manufacturer narrative:
(B)(4). Sample is expected to be returned for analysis.

Event description:
Caller is a trach pt's father. Caller states this item was placed in the pt on (B)(6) 2013. The item was pre-tested per the dfu before insertion. A bit of vaseline type lubrication was used. The pt has no anomalies. Caller stated that on (B)(6) 2013 it was noticed that the item was not holding air pressure. The pilot tube became deflated. Caller discovered an air leak in the pilot balloon. Caller stated that he has repaired the pilot balloon leak temporarily with a repair kit. The item is still in the pt, however, recannulation will be required before the scheduled 30 days replacement. Caller confirms at the time of the call the item was still in use by the pt but there is a plan for the tube to be replaced.